Event description:
It was reported that the right ventricular (rv) lead is exhibiting oversensing, noise, and short interval counts (sic). The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2012. Product event summary: product performance information was received, analyzed, and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(6) 2014, 6692 of 7782 lifetime v-sic were recorded.